Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported the patient has been hospitalized for their 6 episode of syncope with several wounds resulting from these events. The physician could not determine where in the pacemaker system the malfunction was. The device was removed and replaced. The ventricular lead was suspected of a defect, and it was noted that there were many high impedance counts. The lead was capped and replaced. No patient complications were reported as a result of this event.